Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a trained physician attempted arteriotomy closure of an unk vessel using the proglide device after an interventional procedure. Reportedly, a cuff miss was experienced. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was provided.